Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements, oversensed noisy signals and intermittent loss of capture (loc) on the right ventricular (rv) channel. Technical services (ts) was consulted and determined and noted if was a non-(B)(6) rv lead and suspected the issues were caused by a fracture. No adverse patient effects were reported. This crt-d remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).